Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm twice during drain 0 of 3 of treatment. The patient was connected for treatment. No fluid leak was noted. The patient bypassed to fill 1 and fluid began leaking from the cassette door. Upon follow up, the patient stated that treatment was completed on the cycler that night after re-setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy on the cycler with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm twice during drain 0 of 3 of treatment. The patient was connected for treatment. No fluid leak was noted. The patient bypassed to fill 1 and fluid began leaking from the cassette door. Upon follow up, the patient stated that treatment was completed on the cycler that night after re-setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy on the cycler with no further issues.